Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) pressure regulating balloon (prb) removed and replaced. It was added that this patient had his aus implanted 6 weeks prior to this surgery and was working well, but then this patient called his physician and stated he was leaking again. The prb was explanted and a new 65- 70-cm prb was implanted. There were no patient complications related to this surgery. Should additional information be received, a supplemental report will be filed.